Manufacturer narrative:
H6 - health effect clinical code: 4581- significant reduction of irido-corneal angles. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -13/2.5/112 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports the patient has excessive vaulting and significant reduction of irido-corneal angles. On (B)(6) 2024 the surgeon indicates he will explant and replace the lens. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - per reporter, "we have performed the lens exchange". Claim# (B)(4).